Event description:
It was reported that the customer changed the battery of the insulin pump several times. The device kept beeping and the keypad was unresponsive. The customer's blood glucose was 295 mg/dl, which was treated with a bolus. Troubleshooting was not performed for the beep anomaly due to the unresponsive keypad. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The act button did not respond due to a flattened button dome switch. The insulin pump was monitored and no audio anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked display window corners, and a cracked reservoir tube lip.